Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump, leading to the pump shutting off. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.